Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: enlw1620c124e, serial/lot #: (B)(4), ubd: 01-dec-2013, UDI#: (B)(4); product ID: enlw1616c82e, serial/lot #: (B)(4), ubd: 05-feb-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx guide, applier and endoanchors were used prophylactically in the endovascular treatment of the patient. An endurant stent graft system was also implanted on the same date. It was reported 2 days post the index procedure that the patient had an altered mental status that was noted to be related to the index procedure. The had a prolonged hospitalization and the event resolved with treatment 8 days post the index procedure. No additional clinical sequelae were reported and patient will be monitored.